Manufacturer narrative:
The unit p-cap test and reservoir locked in place properly. The pump powered up properly after battery installation. No frozen or led anomaly display noted. The pump passed the displacement test, sleep current measurement test, active current measurement and self test. The pump was monitored and no unexpected powering off or frozen display noted. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, faded serial number label, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged frozen display not confirmed. Led anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display even after battery change. No harm requiring medical intervention was reported. The device will not be returned for analysis.